Event description:
It was reported that the customer's insulin pump had a vibrate anomaly. The customer's blood glucose level was 350 mg/dl. The customer stated the insulin pump was not fully vibrating as it should. Standard troubleshooting was performed. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a missing end cap sticker, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.